Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported symptom ¿iipv (> 180% to 200% of fv)¿ % was not confirmed. An external and internal visual inspection was performed with no physical damage or discrepancies noted. A simulated treatment was performed. The cycler weighed fill volume values were not within tolerance. The system air leak and valve actuation tests passed. The patient sensor calibration check passed. The load cell verification was within tolerance. A repeat simulated treatment was performed and completed without any failures. The cycler weighed fill volume values were within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A patient called technical services center regarding a scale reading error. The patient stated that they had performed a manual fill prior to treatment but did not remember if they drained after. The patient filled with 1871 ml and experienced long fill time. The patient felt overfilled so performed a stat drain. The patient drained 3885 ml, which was 208% the fill volume of 1871 ml. The technical service representative advised the patient to discontinue use of the cycler. During follow up the nurse stated the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. Treatment records were provided and confirmed the fill volume of 1871 ml. The pdrn stated that the patient was able to complete treatment with manual supplies. The patient received the replacement cycler and was continuing pd therapy.